Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. That same day, the patient¿s cgm was reading low mg/dl. The patient was experiencing some dizziness. The patient¿s husband treated her with some glucose gel and called 911. No bg comparison value was taken at this time. When the paramedics arrived the patient¿s bg meter reading was 583 mg/dl (after the glucose gel treatment). The patient was transported to the hospital and on her way, she changed out her sensor. At the hospital, the newly inserted cgm was reading high mg/dl and the bg meter was reading 500 mg/dl. At this time, the nurse gave the patient insulin for the high bg. The patient was observed for about an hour and then discharged home. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms and going hypoglycemic. The reported glucose values fall within the b zone of the parkes error grid when the patient was treated at the emergency room for hyperglycemia. No additional patient or event information is available.